Manufacturer narrative:
Additional information: device information received. An event regarding pain for unspecified reason and patient factors (brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip, etc) involving an adm liner was reported. The event was not confirmed; no device specific failure modes were identified. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: x-ray printouts include a series dated (B)(6) 2019, which are two aps of the pelvis demonstrating bilateral uncemented total hip arthroplasties with no screws in either acetabulum. Both hips are reduced and the components are in nominal position with no pathology noted. An undated, unlabeled black-and-white photograph of a dry, healed scar with mild keloid formation is noted. No examination of explanted components of the left hip, no left hip revision operative report, and no description of findings or surgical pathology report is available. Based upon the information available for review, there is no evidence that the symptoms described by the patient or the indication for the left hip revision surgery were related to factors associated with implant manufacturing or materials. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient suffered from swelling, blistering, the open wound oozing for 4 months, joint pain, brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip. The medical review indicated that no examination of explanted components of the left hip, no left hip revision operative report, and no description of findings or surgical pathology report is available. Based upon the information available for review, there is no evidence that the symptoms described by the patient or the indication for the left hip revision surgery were related to factors associated with implant manufacturing or materials. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, left hip revision operative report, and description of findings or surgical pathology report s are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 59806003; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 63044203; modular dual mobility insert; cat# 626-00-42e; lot# 60942401; trident psl ha cluster 50mm; cat# 542-11-50e; lot# 61693403; acetabular dome hole plug; cat# 2060-0000-1; lot# 7t280l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for pain in right hip. It was reported through medwatch (mw5091237) "after total hip replacement surgery, swelling beyond normal, blistering, the open oozing for 4 months. Joint pains everywhere. Brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip, numbness in fingertips and sinusitis. I ask for the components composition and in me is nickel 1.0 max. I have just completed my left revision surgery on [...]2019. I still have to have the right hip revised." Spoke to patient, she stated she still has pain after her left hip revision surgery. Patient also stated she had a right hip replacement done on (B)(6) 2018 and is experiencing pain. Patient said she needs a revision surgery and will schedule it soon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for pain in right hip. It was reported through medwatch (mw5091237) "after total hip replacement surgery, swelling beyond normal, blistering, the open oozing for 4 months. Joint pains everywhere. Brain fog, blurred vision, fatigue, depression, accelerated heart rate, high blood pressure, anxiety, falling, skin hardening on feet and fingertip, numbness in fingertips and sinusitis. I ask for the components composition and in me is nickel 1.0 max. I have just completed my left revision surgery on 2019. I still have to have the right hip revised." Spoke to patient, she stated she still has pain after her left hip revision surgery. Patient also stated she had a right hip replacement done on (B)(6) 2018 and is experiencing pain. Patient said she needs a revision surgery and will schedule it soon.